Event description:
It was reported patient underwent surgical intervention (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's ipg has reached end of life. It is unknown if this occurred prematurely. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated.